Manufacturer narrative:
The device was returned for analysis. The proximal portion of the stent remained inside the sheath for a length of approximately 7.7cm. There were stretched struts at the distal end of the stent. The distal end of the stent was smashed. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. It is possible that interaction with the anatomy resulted in preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported mechanical jam and the reported activation failure cannot be determined. The noted blood in the distal sheath, and in the guide wire likely contributed to the noted difficulties during return analysis. Removal of the compromised device resulted in the noted smashed and stretched stent struts. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in an superficial femoral artery (sfa). During the deployment of a 5x100mm absolute pro self-expanding stent (ses) it was noted that the sheath of the stent could not be fully retracted [partially deployed] due to a mechanical jam with the thumbwheel. Therefore another device was used and the procedure was completed. There were no adverse patient effects nor clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. During the deployment of a 5x100mm absolute pro self-expanding stent (ses) it was noted that the sheath of the stent could not be fully retracted [partially deployed]. There were no adverse patient effects nor clinically significant delay in procedure reported. No additional information was provided.